Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to a defective u713 op amp on the distribution node pca. The root cause for the defective u713 op amp could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving arrhythmia alarms.